Event description:
It was reported via phone call that the insulin pump buttons were unresponsive when customer was trying to program a bolus. Customer removed the battery and the insulin pump alarmed battery out limit. Customer's blood glucose was 6.7mmol/l. No significant events leading to the alarm were observed. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. No further information provided.

Manufacturer narrative:
The insulin pump was monitored and all operating currents tested within the specified range. No battery out limit alarm was noted and all of the buttons functioned properly. However, moisture damage was noted on the keypad traces. A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.